Event description:
It has been reported that the bd plastipak¿ 10ml syringe slip tip has experienced barrel damage and scale marking issues. The following has been provided by the initial reporter: *notivisa* syringe with defective information (defective format and missing scale marking).

Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation was found for this batch. No samples / photos were sent by the customer making an investigation not possible to perform and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd plastipak¿ 10ml syringe slip tip has experienced barrel damage and scale marking issues. The following has been provided by the initial reporter: *notivisa* syringe with defective information (defective format and missing scale marking).